Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed, 50mm de novo target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery, which had a diameter of 7mm. The 7.0-40mm, 80cm wanda balloon catheter was inserted into the target lesion to perform predilation. At the first inflation, the balloon ruptured at 13 atms. The device was removed intact, and the procedure completed with another of the same device with no patient complications. The patient's condition post procedure was reported to be good. This product is only ous approved, but is similar to an approved u.s. Device.